Event description:
It was reported that this pt developed a skin flap infection and was admitted to the hosp (date unknown) for oral, topical and intravenous antibiotics. The surgeon explanted the device in 2006 and successfully reimplanted the pt with a new device 33 days later.

Manufacturer narrative:
This is a final report.